Event description:
Review of unpublished literature representing results of a surgeon's observations and experience identified the possiblity of adverse events having occurred. Follow up of observations from literature identified that a pt developed loosening of the hip stem and acetabular cup due to infection. Revision surgery took place some time in 2005 and was done with other MFR's products (therefore, plus does not have records of this surgery).